Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during the implantation, the introducer bent and made the lead deformed. It also was further reported that the lead broke. A different lead was implanted. No patient complications have been reported as a result of this event.